Event description:
Allegedly, the brakes on the bed will not remain locked.

Manufacturer narrative:
The facilities biomed replaced the brake detent to repair the bed. Mod 373 is a field corrective action which replaces the brake detent mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.